Event description:
It was reported that removal difficulties were encountered, shaft break and dissection occurred, and the patient experienced chest pain. The target lesion was located in a non-tortuous and severely calcified mid to distal right coronary (rca) artery. Following rotablation with a 1.5 rota burr of the rca, a 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device became stuck in the mid rca and would not draw back. Subsequently, ballooning was attempted next to the stuck balloon catheter to jar it loose and wired around the balloon but it went in sub-intimal space. Rupturing of the balloon was also performed to see if the balloon would release; however, at some point , the shaft broke. Eventually, wiring past the stuck balloon was possible and was able to stent distally. Upon removal, the stent balloon and the stuck balloon was pulled out together. Furthermore, due to a flow limiting dissection, the patient experienced chest pain. A new nc balloon and synergy stent was used and completed the procedure. No further patient complications reported and the patient's status was stable post procedure. The patient was monitored overnight and is to be discharged.